Manufacturer narrative:
Exemption number e2019001. All available information was investigated and the reported gripper actuation issue could not be confirmed during returned device analysis and the reported positioning failure could not be replicated in the testing environment. A review of the lot history record revealed no manufacturing nonconformities for the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue. It should be noted that per instructions for use, states that ¿raising the grippers more often than needed, retracting the gripper lever forcefully, or retracting the gripper lever more than 1.5 cm beyond the mark may damage the gripper cover and impair cds performance¿. All available information was investigated and a definitive cause for the reported positioning failure could not be determined in this incident. The reported gripper actuation issue was due to user error (pulling gripper lever beyond the blue line). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is being filed to report gripper actuation issues. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted prolapse leaflets. A clip delivery system (cds) was advanced to the mitral valve; however, there was difficulty grasping the leaflets with the clip, and then only one of the gripper arms was not lowering. Reportedly, the physician may have pulled the gripper lever past the blue line. Trouble shooting was performed, but failed. The cds was removed with the clip attached. A new cds was used to successfully complete the procedure. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.